Event description:
The customer reported that the device failed the pacing self test.

Manufacturer narrative:
The philips fse evaluated the device and found a defective therapy cable. The therapy cable was replaced, which was determined to be the cause of the reported symptom.